Event description:
It was reported that the insulin pump had intermittent keypad response. The customer stated that sometimes they press a button and nothing happens, with all of the buttons. Sometimes they bump the device and it starts working. The customer's blood glucose was 230 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with minor scratched lcd window and cracked reservoir tube lip.